Event description:
B-d 3 ml oral syringe obtained as a replacement for baxa 3 ml oral syringe due to latter being on back order. Ink on barrel is easily rubbed off by fingers. Graduations in 0.2 ml instead of 0.1 ml. Syringe was ordered for pediatric acute care/rehab hospital. Oral syringe not used - returned to distributor.